Manufacturer narrative:
The investigation results will be provided on the final report.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedance on their lead. As a result, surgical intervention was taken to replace the lead. Issue has been resolved.

Manufacturer narrative:
The report event of high impedance was confirmed. The return lead had a kink with all internal wires broken; causing the reported issue. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.